Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5 should be reported as: the manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient alleged particles in the tubing, sinus infections, and lungs have been hurting for over a year. Also observed that black stuff came out when he did the tube cleaning.  The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, cannot confirm any evidence of foam degeneration or foam contamination. Faults or errors contained within the logs support sensor board contamination, with all other device functionality appearing as having no problem. Sensor board failure because of sensor contamination and possibly contamination in all sensors. Section h6 health effects-clinical code was incorrectly captured in the previous report. It has been corrected in this report.  In this report, section d9, g3, h3, h6 has been updated.